Manufacturer narrative:
Info was received from medwatch form (B)(4). No x-rays have been provided and it cannot be confirmed whether the components were implanted in the correct orientation. No surgical report has been provided; it cannot be ascertained whether proper instrumentation and technique were used or not. Past medical history of the pt and the activity level are unk. One or combination of the following factors might have contributed to the event: osteolytic lesions in the bone stock supporting the porous cup; improper positioning of the components; improper reaming of the acetabulum; improper surgical technique; high pt activity level. However, no cause analysis can be determined with certainty. Device history records indicate all components were manufactured and inspected to specification. The returned devices meet print specifications where measured. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated.

Event description:
It is reported that the pt was revised. The acetabular cup did not stay press fit in the pt.